Event description:
Info received from an attorney indicates that a pt using acuvue 2 brand contact lenses and a solution manufactured by bausch & lomb and/or roe solution manufacturer(s) reported the following info. In 2004, the pt experienced eye pain. The pt reportedly "immediately removed (the pt's) contact lenses, cleansed the lenses and (the pt's) eyeball with the solution and did not put (the pt's) contact lens back in (the pt's ) eyes." The following morning, the pt reported light sensitivity, pain and redness and inability to see out of the left eye. The pt sought treatment at an emergency room and was referred to an ophthalmologist. The pt reportedly was diagnosed with any eye infection and a corneal ulcer. The pt reportedly was treated with "eye drops" for approximately seven months. The pt reportedly had to take the eye drops every hour, 24 hours a day. It is not know how long the pt maintained that medication schedule. Following that regime, the pt was reportedly prescribed "a series of one or more ointments and/or compounds which (the pt) was required to take every 30 minutes." It is not know how long the pt maintained that medication schedule. The pt underwent surgery to treat the corneal ulcer. The pt reportedly has "compromised vision" in the left eye at this time. No additional medical info has been provided from the attorney at this time. A lot history review of the lot in question found the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Manufacturer narrative:
Device labeling single use or reuse.